Manufacturer narrative:
The field service engineer (fse) changed the gear pump head, made some adjustments, and performed system checks which solved the issue. The customer has had no further issues since the service visit.

Manufacturer narrative:
The country of origin is (B)(6). The gear pump pressure was checked and a mechanism check was performed. The investigation is ongoing.

Event description:
The initial reporter received a questionable tp2 total protein gen.2 result on a cobas 6000 c (501) module. The initial result was 105 g/l and the repeated result on another c501 module was 74 g/l. The questionable results were not reported outside the laboratory. The reagent lot number was 518854. The expiration date was asked for but not provided.